Event description:
The user facility reported that the involved needle bended back out of the safety hinge defeating the safety purpose. The event occurred intra-operative. No blood loss was reported. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. E3: occupation: requested, unknown. The actual device is not available for return, therefore the details of the actual condition of the sample as was unable to be determined. Since the lot number is unknown, no evaluation was performed. A total of nineteen (19) were received complaints from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. Representative samples of (B)(6) were subjected to simulation. The safety needle was securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The safety sheath was activated with a one-handed technique using the three methods: finger, thumb, and hard surface. An audible click was heard indicating successful safety activation. Result: there was no irregularity encountered during and after activation. The cannula is fully engaged under the lock (sheath tooth). The root cause of the complaint could not be identified. We have a series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Therefore, we advise following the instructions for use (IFU) for the proper use of the mckesson sg3 safety needle as indicated on the unit box, which also includes needle stick warnings, cautions, and precautions. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.